Manufacturer narrative:
(B)(6).

Event description:
It was reported that t1 deployed, however t2 did not advance to the ready position. Repeated attempts to do this were made. No patient injury was reported.

Manufacturer narrative:
Definitive conclusions, accurate investigation and evaluation are not possible since product was not returned by customer for evaluation. No further actions pursued at this time. A manufacturing DHR review was performed by investigator revealed no other non-conformities and 3 additional complaints for complained manufactured lot.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessments showed the depth limiter and fixed straw have been removed from the handle assembly. T1 is free from the needle but remains attached to the suture. T2 remains in its customary position on the needle. The needle is dramatically bent on two planes. The condition of the device indicates it was subjected to excessive force during use resulting in the bent needle. Per the device IFU under warnings "do not bend delivery needle". No root cause related to the manufacture of the device can be established.